Manufacturer narrative:
PMA/510(k): this part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar burst fracture; and underwent thoraco-lumbar posterior fusion at t10-l2. On an unknown date, post-op, the implanted rod broke. Hence, the patient underwent a revision surgery on (B)(6) 2019, in which the broken rod was explanted and was replaced; and fusion for extending the fixation range was performed at the lower two levels. No problem has been reported after the revision surgery.